Event description:
On 12/3/2021, it was reported by a sales representative via e-mail that an ar-9617 quick connect drive shaft and ar-9618-24 primary reamer came apart during a reverse total shoulder on (B)(6) 2021. The case was completed by using a new ar-9617 and ar-9618-24 with no patient harm and only a slight delay in the case.

Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to wear and tear.